Event description:
It was reported, that a minimum fill notification occurred after the user filled the cartridge with 170 units of insulin, during the load sequence. The customer reloaded the cartridge to resolve the issue. Additionally, it was reported, that the insulin gauge was inaccurate. Reportedly, the customer did not perform the proper air removal techniques. Tandem technical support informed the customer, that not performing the air removal technique is off label. Per the tandem user guide. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 179 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe. Hold the pump with the white fill port pointed up when filling the tubing. And ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. H3 other text: device not returned.